Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/20/2015 with the following findings: investigation revealed that the display was dim and discolored and the battery compartment was cracked. Unrelated to these issues, investigation revealed a cold solder connection in the cgm module which resulted in call service 215 alarms. These alarms do not interrupt insulin delivery and are therefore unlikely to cause or contribute to an adverse event. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored and the battery compartment was cracked. This report is made based on results of investigation completed on 11/20/2015.